Event description:
It is reported that the pt received a zimmer mmc cup 56 mm/48 mm code n, left side, on (B)(4) 2010 and is currently being monitored due to pain.

Manufacturer narrative:
The device is still implanted in the pt. The lot numbers were received and with this info given, no further investigation is possible. So far, the root cause for this event cannot be identified. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).